Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown pin. A supplemental report will be submitted upon completion of the investigation.

Event description:
After placing the im distal resection assembly into the femur, surgeon's resident (B)(6) started to pin the block to the femur using a wire driver on stryker system 6 power. While driving the pin into the bone it became stuck in the cutting block and was not able to be removed.

Manufacturer narrative:
An event regarding pain involving an unknown fixation pin was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis indicated the pin galled in the guide hole. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: records were not provided. There is no indication the event is patient related. Device history review: review could not be performed as the device was not properly identified. Complaint history review: review could not be performed as the device was not properly identified. Conclusions: the investigation concluded that the pin galled and seized in the guide hole. The reported device was not properly identified. However, a review of the nc/CAPA data base for triathlon guides and pin seizure indicates that a CAPA was opened to determine root cause and effective corrective action. The CAPA team decided that the best corrective action was to change the design of the 1/8" headless pin. Change notice was implemented to add flutes to the bottom half of the pin. The fluted pins will allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. The reported pin is contained within the scope of the CAPA.

Event description:
After placing the im distal resection assembly into the femur surgeon's resident (B)(6) started to pin the block to the femur using a wire driver on stryker system 6 power. While driving the pin into the bone, it became stuck in the cutting block and was not able to be removed.